Event description:
Device 2 of 3. Reference MFR report: 1627487-2013-15366. Reference MFR report: 1627487-2013-15368. It was reported the pt experienced uncomfortable heating at the ipg site while charging. The pt also has discomfort at the ipg site when she lays on her side because the ipg is superficial. Additionally, the pt indicated she is not experiencing relief from her scs system compared to that of the trial. The pt has not used her scs system for over a year and wants the scs system explanted.

Manufacturer narrative:
This charger model was associated with a field correction. Manufacturer's evaluation: correction and preventive action (CAPA) investigation was performed. Evaluation, results: pocket heating was confirmed. The investigation of CAPA (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all chargers were capable of elevated heating. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.